Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) level of 57 mg/dl was entered into the pump on (B)(6) 2018. Cartridge change sequence was completed on the morning on (B)(6) 2018. There were no erratic basal rate adjustments or bolus requests. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. Pump data reviewed and no failure was identified related to the reported low bg was identified. Functional testing for low bg could not be completed due to touchscreen issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer¿s blood glucose (bg) was 39 mg/dl; cause was unknown. Due to low bg, customer drove off of the road. Pump touchscreen shattered and pump was not functional. Customer was treated in the emergency room (ER) with intravenous drip, blood/urine test and an electrocardiogram. Customer discharged from ER in good condition. Bg was in the 100s mg/dl. Upon follow up, customer resumed pump therapy with replacement pump.